Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular fibrillation (vf) that was recorded but not treated by his device. A nurse reported that the device indicated no therapy was programmed, and submitted a device memory disk to a boston scientific technical services consultant (ts) for review. There were no adverse patient effects reported, and the device remains implanted and in service.